Manufacturer narrative:
(B)(4). Actual sample was discarded by customer; however a companion sample was available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. We were unable to explain the precipitate in the solution bag. We have not observed precipitate in solution bag as part of our simulation studies. The root cause was undetermined. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009. The complaint was received from (B)(6) hospital and refers to an incident involved with an accusol 35 5l. The reporter stated that the bag was found to contain precipitate. The machine and circuit had been in use for more than 24 hours, but less than 72 hours. It was noted that the fluid was chalk like with crystals in the de-gassing chamber and pre and post dilution lines. The solution leaving the bag was milky. The actual bag was discarded, but (B)(4) samples are available for evaluation. On (B)(6) 2009 - half pallet of product was returned to plant for investigation. No patient injury has been reported/confirmed by the customer. The fluid was changed for a different batch and treatment resumed. The patient was subsequently discharged to a ward without incident.